Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette was not functioning properly which resulted in the loss of the medication mix the patient had prepared. The patient noted that they contacted the cvs emergency nurse line, where a nurse assisted them in troubleshooting however, the issue had not been identified or resolved. According to the patient all steps had been reviewed, and cvs indicated that the problem might have been caused by a malfunctioning pump. The patient stated that they had spoken with cvs again that morning regarding a new shipment containing a replacement pump and intended to call them later in the day for an update. The patient stated that the incident the previous night had been the first issue they had experienced with remodulin cassette. The outcome of the event is ongoing. Patient's initial is (B)(6), male and was born on (B)(6). The event occurred while in use with a patient.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.